Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine collection cup has foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: the 120 ml urine collection containers have dirt spots on the inner side that do not come off.

Manufacturer narrative:
H.6. Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cloudy cups with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, results from a clinical study indicated that cups manufactured with a cloudy appearance demonstrated no statistically significant differences for numeric routine urinalysis parameters when compared to other cups manufactured with a clear appearance. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® urine collection cup has foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: the 120 ml urine collection containers have dirt spots on the inner side that do not come off.